Event description:
Registered nurse (rn) paged perfusionist to the surgical intensive care unit (sicu) for an error/alarm reading on an intra-aortic balloon pump (iabp). Perfusionist arrived and the error was reading "gas gain error," and the iabp stopped pumping while the error occurred. Perfusionist troubleshooted the iabp. Connections were checked, no leak present. Patient was comfortable, no coughing or movements that would affect the iabp. Leg was straight, no bleeding from the catheter site. The catheter was swapped onto a new iabp console, but the same error presented. Perfusionist changed the helium tank as well, due to gas being lost. The perfusionist tried to start the iabp again, but the same error would occur every 10 minutes. Chronic care management (ccm) md decided best course of action would be to remove the iabp catheter in the cardiac catheterization lab. Perfusionist believes that the console was not the issue and that it was the catheter, but I am unable to track the serial numbers of the catheter that was placed. Perfusionist has kept original catheter (arrow teleflex) and original console (maquet getinge) to be sent to clinical engineering. Maquet getinge console was used with a teleflex arrow catheter. The iabp was set at a frequency of 1:3 and was triggering from direct pressure and ECG. This balloon catheter did not have a fiberoptic sensor.